Event description:
Dexcom g7 - 15 day: use the device 2 times (new prescription). First time the device quit working after 10 days, 5 days short. 2nd time, today, device quit sensing blood glucose and had to replace. Note: previously used the 10 - day device with no problems. The dexcom pairs with my omnipod 5 device to manage/control diabetes type 1. Great concern regarding the 15 day device quality reliability. Seems like if I go for a day trip, I need to carry a device in case the one I am using fails. Dexcom had me dispose of both failed devices. They are replacing them free of charge. Patient code: 4582. Device code: 2917. Reference report: mw5184679.